Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00248. The patient had 3 leads (2 from lot ab2127 and 1 from lot ab2097) implanted as part of his axium neurostimulator system. It was reported the patient's leads had migrated. Patient denied trauma. Surgical intervention was undertaken and the leads were explanted and replaced. Reportedly, the patient is receiving effective therapy.